Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture" baker grade unknown.

Event description:
Patient reported right side "capsular contracture," baker grade unknown, and "itching." Device was implanted after the expiration date. Patient reported "thyroiditis," "ana level is elevated", "joint problems, eye issues," "having health issues such as autoimmune disorder, thyroid hashimoto and avascular necrosis, both hips collapse," which were determined not to be device-related. Device remains implanted.